Event description:
It was reported that the patient experienced no stimulation sensation. The lead impedance measurements were greater than 4,000 ohms with any electrode combination using 1, 5 and 6. The neurostimulator was in a discharge state. The device was able to be charged enough to interrogate with a physician programmer. The patient was at the clinic. Further information is being requested.